Event description:
Device malfunction: none. Time of symptoms/ae: during the procedure. Symptoms/ae: cerebral hemorrhage. It was reported that during a right internal carotid artery stenting procedure, the pt experienced severe hypertension which was treated with calcium-channel blockers. It was further noted that a post-procedure CT scan revealed a cerebral hemorrhage. The pt had a pre-existing cerebral lesion (not the carotid lesion) highlighted by the pre-procedure CT scan. The post-procedure CT scan highlights an evolution of this lesion without clinical consequences for the pt. The facility confirmed that the event was resolved some hours after the procedure. No add'l info available.